Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Should have been (B)(4) 2012 rather than (B)(4) 2011. Final analysis found the pulse generator in backup mode due to the device was at elective replacement indicator (eri). No information was received from the field regarding device settings. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.